Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor (icm) fell out of their chest. The patient presented in clinic for a procedure on (B)(6) 2021 where the physician cleaned the icm and the pocket and re-implanted the device. There were no patient consequences.